Event description:
The customer reported approximately one half cup of diluent leaked underneath the coulter ac·t diff 2 analyzer. The leak was not contained within the instrument. The customer stated that the low control was neither normal nor high and the low diluent (diluent level error) icon was generated. The customer was wearing gloves at the time of the incident. There was no exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the low diluent filter was leaking. The fse ordered replacement filters for customer. The fse stated that the customer had received and installed the filter, resolving the leak issue. The customer has not contacted the customer technical specialist (cts) or the fse regarding recurrence of these issues. (B)(4).